Manufacturer narrative:
(B)(4). Batch #: r5817a. Investigation summary: the analysis found that one pce45a device was returned with the anvil bent upwards and with one ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a liver resection procedure, surgeon used echelon flex powered compact stapler. He has used the stapler approx 5 times already in the case and on the last firing the stapler locked out. The staff went through all bail out methods, knife reverse button, taking out battery and button again and the manual crank for the knife blade. The jaws would not open, but were unlocked. The staff had to use surgical instrument to pry open the jaws by force. The surgeon advised the patient had a bile leak at the sight of the malfunction and had to be manually repaired with sutures. There were clips being used, approx 4 loads were used throughout the case. Confirmed with nurses that the correct cleaning method was used in between uses. Procedure was delayed by forty minutes. Unknown if the procedure was completed successfully. Patient experienced a bile leak that was fixed with sutures.